Event description:
It was reported by the rep that the dbc10's were used during a liver resection procedure. It was reported that the surgeon pulled two dbc10's and neither one worked. The surgeon finally pulled one that worked. Two ems devices were used during the procedure and appeared not to have staples but the surgeon found one that had some. The case was completed without consequence to the pt. The operating room time was extended by 15 minutes.